Event description:
Lead was not placed in an optimal position for crt pacing during original implant. All readings were normal, no pacing failure was reported. Physician felt that the lead could be placed better and opted to explant and replace the lead for better crt positioning. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.